Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code otn is 177. Qty 2- align combo kit without dilator qty 29- align r retropubic urethral support system qty 2- align rs retropubic/suprapubic urethral support system qty 1- align¿ rs retropubic/suprapubic urethral support system, w/o dilator qty 14- align s suprapubic urethral support system qty 21- align to trans-obturator urethral support system- halo qty 21- align to trans-obturator urethral support system- hook qty 9- align to trans-obturator urethral support system- hook & halo qty 77- align urethral support system qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
In (B)(6) 2017 - bimonthly asr.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.